Manufacturer narrative:
Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. (B)(6) rn called stating she had a cardiosave with a system over temperature alarm. She shut down the unit and powered it back on after 10 to 15 seconds like the user's manual states. It went through system checks and resumed therapy with no issue. She wanted to know if further troubleshooting should be done and to have a contact in case it happens again. Esp personal reviewed with her that she performed the troubleshooting as esp personal would have advised and to locate a backup pump in case it occurs again. (B)(6) agrees to call esp at their direct number if the alarm sounds again on her shift. (B)(6) is very appreciative of the information shared tonight. As of 730am on (B)(6) 2023 she did not return a call.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A suplemental report will be submitted upon the completion of the investigation.

Event description:
User called into emergency support program(esp) line to request support with a system overtemperature alarm on cardiosave during use. No harm or injury reported. The user stated that after the alarm they shutdown and restarted the system which resolved the issue and the treatment continued thereafter. The esp personel reviewed troubleshooting actions with the user.